Event description:
A report was received that the patient developed infection. The symptom included drainage at the midline incision site. The physician was not sure what caused the infection. Antibiotics was prescribed. It was also reported that the patient was having difficulty coupling the charger with the ipg and it could be due to nonfunctioning battery or due to fluid buildup at the pocket site. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8352-50, serial #: (B)(4), description: coveredge x 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed infection. The symptom included drainage at the midline incision site. The physician was not sure what caused the infection. Antibiotics was prescribed. It was also reported that the patient was having difficulty coupling the charger with the ipg and it could be due to nonfunctioning battery or due to fluid buildup at the pocket site. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the physician confirmed that there was no device malfunction suspected with the explanted ipg.